Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier involved with this complaint and completed the evaluation. Failure analysis confirmed the reported complaint. Failure analysis found the instrument to have the whole distal clevis broken off. The broken piece was not returned. The distal clevis measured 0.225" x 0.530". The root cause of this failure is typically attributed to mishandling or misuse, such as excessive force applied at the instrument tip. Additionally, the instrument was found to have the entire grip set broken off. The broken piece was not returned. The grip set measured 0.185" x 0.781". The root cause of this failure is typically attributed to mishandling or misuse, such as excessive force applied to the instrument jaws. The instrument was found to have the clevis rivet pin dislodged. The piece was not returned. The root cause of the failure is attributed to manufacturing. A review of the instrument log for the instrument associated with this event was attempted. However, the search did not return any results for the instrument's usage history. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the medium-large clip applier had physical damage. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the damage occurred outside of a procedure. There was no report of fragments falling into the patient and no patient information available.